Manufacturer narrative:
(B)(4) pentax video duodenoscope model ed34-i10t is not distributed in the USA, therefore the PMA/510(k) number is not applicable. (B)(4). (Exemption number e2015036).

Event description:
Pentax medical was made aware of a (B)(6) study performed by (B)(6) centers in the (B)(6) on duodenoscopes. One of the models tested is the pentax endoscope model# ed34-i10t which produced positive bacterial cultures even after reprocessing. The endoscope did not contribute to or cause a serious injury or death of a patient or user. Ercp duodenoscopes in (B)(6) ercp centers high prevalence of bacterial contamination despite reprocessing.

Manufacturer narrative:
(B)(4). (Exemption number e2015036).

Event description:
A device history review could not be performed due to an unknown device serial number. Since no further information regarding this event has been received, pentax medical considers this medwatch report closed.